Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. The customer reported that the options button had become gray, but had been able to obtain access shortly after. The pump was functional. The customer's blood glucose was not impacted.